Event description:
Additional information received reported that the pump was replaced and there was revision of the pump connector. It was noted that a dye study was performed and was "negative for system compromise.". The device was explanted on (B)(6) 2016. The reason for explant was normal battery depletion. Patient's status after the device was removed was "recovered without sequela." It was noted that the pump system was delivering "gablofen." The site indicated that nothing conclusive was found related to the withdrawal symptoms. Site indicated that the withdrawal symptoms were possibly related to the therapy as symptoms were consistent with baclofen withdrawal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the etiology of high tone was unclear. The patient had withdrawal symptoms. The site updated the clinical diagnosis to no longer state "dye study showed abnormal drug distribution." It was reported that the event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004.

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient in clinical study who was receiving lioresal with concentration 2,000.0 mcg/ml at a flex dose rate of 750.9 mcg/day via an implantable pump as of (B)(6) 2014 for intractable spasticity and cerebral palsy. It was reported that the patient experienced clinically significant increase in tone over the past year, however a myelogram showed normal diffusion. The patient tone was described as being un-manageable and poorly controlled. It was further reported that the patient presented with concerns for acute withdrawal and the following was indicated: tachycardic, febrile, flushed, hypertonic, and the patient coded for respiratory distress. The event resulted in and emergency room visit and in-patient hospitalization. The patient was titrated down dramatically daily throughout admission and the enteral dose was increased. The programming date from most recent refill prior to event was (B)(6) 2015. A dye study showed abnormal drug distribution. The device diagnosis was "nothing found". On (B)(6) 2015 device interrogation, laboratory testing, and a computed tomography (CT) scan without contrast all showed normal results. A CT myelogram of the total spine and interventional radiology (ir) myelogram on (B)(6) 2015 both showed normal results. Action/intervention taken included pump reprogramming on (B)(6) 2015. The event resolved with sequelae as of (B)(6) 2016. The sequelae were the pump was replaced as it was near end of battery life. Elective replacement indicator (eri) was (B)(6) months as of (B)(6) 2015. Regarding seriousness of the event the following was indicated: resulted in a life-threatening illness or injury / required in-patient or prolonged hospitalization / resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. Regarding etiology, the event was possibly related to the device/therapy and was unrelated to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.